Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was reproduced. The device was tested for downstream occlusion detection and a false downstream occlusion was experienced. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor and downstream tubing guide was found faulty . The force sensor and downstream tubing guide requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.